Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab and within the inner lumen. Visual examination revealed the membrane at the proximal taper to be stretched. A kink was noted in the inner lumen within the membrane. In addition, the catheter tubing and inner lumen proximal to the metal sleeve were also noted to be kinked. Underwater leak testing found no leak in the device. It was not possible to satisfactorily pump the iab on the lab sys iabp due to the condition of the returned membrane. Probable cause of difficulty: no leak or blood clot was found in the membrane to account for the reported removal difficulty even though the condition of the device does support the reported problem. It is not possible to determine the exact reason for the encountered problem. Difficulty removing the iab from the pt may be attributed to one or more of the following: a kink in the catheter tubing trapped helium in the membrane preventing it from fully collapsing under normal arterial pressure allowing for easy removal of the balloon from the pt. The pt's anatomy. The user may have attempted to remove the balloon through the sheath causing it to become "bunched". Datascope's instructions for use indicates that the balloon membrane and sheath should be removed from the pt as a unit. In addition, excessive pump alarms may be attributed to one or more of the following: a temporary kink in the catheter tubing may have prevented the flow of helium into and out of the balloon membrane causing the pump to sense a "loss" of gas or to diplay "catheter fault". Manipulation of the balloon catheter may have alleviated the problem. The balloon membrane did not fully exit the sheath, thus not allowing the membrane to fully inflate (a 6" sheath was used with the iab). The catheter tubing may have become kinked if the iab was not removed from the tray retainers according to datascope's instructions for use (the user may have pulled the balloon out of the sleeves through the slot provided in the tray on a sharp angle instead of "straight out" as instructed in datascope's instructinos for use). There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The pump needed servicing. A severe vessel tortuosity and/or pt movement. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improve balloon performance. (This follow-up MDR was mailed to the FDA on 6/16/98).

Event description:
The intra-aortic balloon kinked. On 5/20/98, the following info was reported to datascope: an alarm sounded from the sys 96 pump. The dr had difficulty removing the intra-aortic balloon. After the intra-aortic balloon was removed, the catheter was kinked. (Event complications: unk-reported 5/18/98; none-reported 5/20/98. (Pt's current status: unk-reported 5/18/98.)